Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that he was living by himself and he was low for about two days. It was mentioned that the customer had brain dead due to his low glucose level. No further information was provided.